Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -8.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On this same date in a separate surgery the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the overall width within specifications but overall length did not meet original values measured at the time of manufacturing. H6- type of investigation code; 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).